Manufacturer narrative:
(B)(4). Added additional information. Clear lens. The analysis results found that the b12lt device was received with the lens of the obturator fractured. The instrument was visually inspected and it was compared to a sample of the b12lt device and no space/gap larger than normal was observed. In addition, no problems were noted when the obturator was inserted through the sleeve assembly. No conclusion could be reached as to what may have caused the reported incident and the damage at the clear lens.

Event description:
It was reported that during a vertical gastric sleeve procedure, the surgeon stated the sleeve was caught on the fascia and would not advance with the trocars bladeless introducer. He pulled out the entire trocar, used another one and had no problem sliding past the fascia. He believes the space/gap between the sleeve and introducer was larger than normal and prevented the sleeve from advancing with the introducer. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.